Event description:
Additional information was received. It was reported that the manufacturer representative (rep) was onsite to troubleshoot the system. The bottom light on the personal computer (pc) over internet protocol (ip) (pcoip) card where the ethernet cable connects from the o-ring was red, but the system on the tech services lab had a green light. All connections were normal in selftest. At this point, the troubleshooting call had lasted almost 20 minutes without the camera cart monitor disconnecting. The rep switched to clinical application and opened a patient image file. After three minutes, the camera cart monitor lost video connection. All communications were still connected in selftest. The o-ring port that connected to the pcoip had two solid amber lights on it. One other port had a solid green on the left and a solid amber on right. The rep turned the system off and reseated all the ethernet cables connected to the o-ring and power cable from the uninterruptable power supply (ups) to the o-ring. On reboot, the camera cart monitor immediately displayed a "no video detected" message. The lights on the o-ring were the same as before reboot. The rep swapped the ethernet cab le from the pcoip to the open port on the o-ring. The system was rebooted. The camera cart monitor displayed "no video detected" message from boot up. The lights on the o-ring were unchanged. Touch inputs on the camera cart monitor and mouse connected to the camera cart universal serial bus (usb) still functioned. The rep reseated the displayport (dp) cable on the pcoip port and video returned. The rep logged back into the clinical application and started moving the dp cable and video went out again. A bad dp cable appeared to be the cause of the lost video.

Manufacturer narrative:
H2: additional information: b5 and d10. Correction: h6. The previously reported annex g code was incorrect and has been updated. Device evaluation: h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that after the displayport cable was replaced, the system functioned as intended. Codes b01, c13, and d02 are applicable to this analysis. D10: concomitant product information (product ID 9735857 and lot number unknown) into h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section d10 for additional information. D10: concomitant product information (product ID 9735857 and lot number e252840) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. (H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was no video on the camera cart. This was a new install that has not been used in a case yet. There was no patient involvement.